Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the first firing of the tsw35 the staples would not close completely. Another tsw35 was opened to complete the case. There was no consequence to the pt.